Event description:
It was reported that the patient experienced a ¿shocking or jolting sensation.¿ the patient was at 2.1 volts with good therapy and bowel movement ¿every 3 days.¿ it was then reported that ¿four to six weeks¿ the patient started experiencing ¿some shocking¿ at the pocket that occurred only with movement. It was stated that the device was then turned off and the shocking went away after ¿three to four days.¿ the patient waited a week and turned it back on at 2.1 volts and felt the same symptoms. The patient was lowered to 1.2 volts and no longer felt ¿shocking¿ but bowel movements were ¿every seven to ten days.¿ it was also mentioned that the patient started physical therapy ¿about four to six weeks ago¿ for her back and was getting ¿manipulation with this therapy.¿ the reporter elaborated and stated that the patient was wearing a ¿sacral belt that rubbed on that connection¿ and the area was being ¿aggressively manipulated.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3116, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 435135, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3095, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3093-28, lot # v220469, implanted: (B)(6) 2009, product type lead. (B)(4)